Event description:
Customer reported that ventilator has internal leak.

Manufacturer narrative:
Customer stated that while doing performance verification check on the ventilator in accordance with ifus he heard a hissing noise from inside the case and felt gas escaping from the front panel. He opened the back of the ventilator and noticed that one of the 1/8" dia. Tubing pieces connected to the exhalation valve had disconnected from it's fitting.